Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 13.73mm x 5.01 mm was found to be broken off. The broken piece was not returned with the instrument. The broken piece was not returned.

Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument was found to have a broken tip. There was no report of patient involvement.